Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved since the time of the intial call. Customer did not currently have any diabetic symptoms and no medical intervention since the last call was reported. No additional blood tests using the truetrack meter were reported.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 292, 271, 337 and 399 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. At the time of the call, the customer reported feeling very tired and believed it was due to his diabetes. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).